Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl and a seizure. Reportedly, customer's pump settings needed to be updated. Additionally, customer was more active during the day. Customer required assistance from paramedics to treat bg level via glucagon and consumption of carbohydrates. Additionally, customer updated pump settings with healthcare provider. Pump data review by tandem clinical support confirmed the pump was functioning as intended.